Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board (qb board). The exact cause of the failure of the circuit board could not be conclusively determined, however, omsc surmised that it was attributed to aging deterioration because six years and ten months had passed from the subject device had been manufactured. Omsc re-evaluated and found that the reportable event as reported in the initial report was the user's complaint and the aware date of the initial report was (B)(6), 2021, not (B)(6) 2021. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the electrical circuit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that if the monitor was left on, it heated up in about 3 hours and the image disappeared. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.